Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of evaluation of omsc, it was confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that a probe of a device was cracked since a user output the device contacting with something hard and the probe was broken when the probe received a load. There is a possibility that the error occurred since a user output the device contacting with something hard. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during a total laparoscopic hysterectomy. Even if error messages were displayed, the user cleared the error message and continued to use the device. The subject device was returned to olympus keymed (okm) which is sales company of olympus medical systems corp. (Omsc). As a result of okm's investigation, it was found that the probe was broken outside the patient on november 12, 2015. As additional information, it was found that the procedure was completed with a mono polar hook. There was no patient injury reported.